Event description:
It was reported that the procedure was to treat a perforation of the distal end a saphenous vein graft to the right coronary artery which was sealed with a 4.0 x 16 mm graftmaster. The patient was sent to recovery; however, 5-6 hours later, the patient had chest pain and was brought back to the cath lab. Angiography revealed there was a perforation in the proximal portion of the vein graft which was successfully treated with a 3.5 x 16 mm graftmaster. The patient has been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record revealed no non-conformances. The reported patient effect of perforation and angina as listed in the graftmaster instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.